Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies were failed. A field service engineer executed the hardware test application to ensure all drawers opened and closed properly. Several drawers with loose front panels were tightened. Medications that had fallen between the cubie pockets were recovered. All cubie pockets from the main half-height drawer 6.2 were ejected and reinserted. Additionally, one front bumper was installed on the slide rails for half-height drawer 5.2. A final test was initiated for the affected drawer via the hardware test application, and it passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple cubies were failed and not detected on bus the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.